Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer was unable to open. A field service engineer inspected the station and identified that the drawer was not opening correctly. The engineer proceeded to shut down the system, make necessary adjustments, repair the slides, and subsequently reinstalled and tested the components. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed unable to open. A customer has reported that the user delayed to dispense medication to the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.